Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was duplicated and attributed to a faulty lcd color cable assembly. The lcd color cable assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.